Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) (no patient involvement), (B)(4) (spark).

Manufacturer narrative:
An abbott field service representative (fsr) found the issue to be related to a leaking duckbill check valve, located on the flow panel, which had worn out from normal use. The fsr replaced the duckbill check valve and returned the instrument into an operable status. Controls in place to reduce risk of burns, fire, or smoke due to cell-dyn 3200 system components include current protection (fusing), covers, and instructions in the operator's manual, safety icons, fuse labeling, and hazard warning labels. Complaint tracking and trending for cell-dyn 3200 list number 04h60-01 did not identify an adverse trend. Based on the event details and investigation, no product deficiency was identified with the cell-dyn 3200 instrument. The issue was isolated to a leaking duckbill check valve which had worn out from normal use.

Event description:
The customer stated that a spark was observed coming from the back of the cell-dyn 3200 analyzer. No smoke or fire was reported. The analyzer was powered down and unplugged. The customer stated that no injury occurred.